Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that running the navigation system cart configuration set up resolved the issue and the system was now communicating. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the navigation system was unable to communicate with the camera. There was no patient present at the time of the issue.